Event description:
It was reported the atrial and right ventricular leads demonstrated intermittent failure to capture and the patient was experiencing extracardiac stimulation. It was also reported the patient had a tachycardic rhythm and required a transesophageal echocardiogram with cardioversion; therefore, threshold testing was not performed. The patient was hospitalized. The leads remain in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6944 implantable tachy lead 2012 (B)(6); 4196 implantable pacing lead 2012 (B)(6). (B)(4).